Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the pulmonary artery using a lightning aspiration tubing (lightning) and indigo system aspiration catheter 12 (cat12). During the procedure, after connecting the cat12 and lightning tubing to the patient, the lightning microprocessor was powered on and indicator light was solid red. It was reported that four attempts were made to resolve the issue with the lightning by disconnecting and reconnecting the lightning, turning the penumbra engine (engine) on and off, and using a different engine. However, the issue was unresolved; therefore, the lightning was removed. The procedure was completed using a new lightning, the same cat12, and the same engine. There was no report of an adverse effect to the patient.